Event description:
Customer reported that she had blood glucose of 96 mg/dl. Customer stated that his insulin pump was not working correctly, it was alarming button error. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with a button error alarm and no button response due to corroded keypad traces. Moisture damage found on lcd board. Insulin pump received with cracked display window corner, reservoir tube lip and minor scratches on display window.